Event description:
The patient reported via a letter that the circumstances leading up to the device explant were that post-fall the battery malfunctioned. The battery was replaced (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# unknown implanted: explanted: product type recharger product ID 97745bp lot# nlh074738n serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. Product ID 97755, serial#: unknown, product type: recharger. Product ID: 97745bp, lot#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that there was persistent "rm-01 or rm-02 code". Troubleshooting was unable to be performed as already performed by patient. Patient says that "lately it been hard to get it to charge and they keep indicating error messages. The patient reported that the error message was "rm-01 or rm-02" and says this started "a couple weeks ago" and then confirmed it was in the beginning of december sometime. They said they can charge if they take the battery pack out and re-insert but they keep doing it and the code keeps coming up. It was reported that there was persistent rm-04 code, despite taking battery pack out and reinserting. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that there was difficulty charging and needs to reset often due to error messages. Patient is unable to open the battery door and unable to remove the battery pack because her fingers are not very nimble, she has used the end of a scissors in the past and tried but could not during the call. The patient reported that the controller showed a software problem with: 1 intellis 2 3.6 3 243 4 qf port and the controller was unresponsive. Patient tried to remove the battery pack but could not and when she gave up and closed the battery compartment door again she said it told her ¿good ¿afternoon susan. (It was working again). Patient explained that prior to a fall at the end of september everything worked normally and since the fall she is having problems with the whole apparatus. Patient explained having inconsistent performance from the controller, sometimes does not have to recharge, and sometimes has to recharge twice a day. Patient said the rep tweaked it to try to make it work better and the patient provided the rep with data about a couple of weeks about what is happening to her. Patient reported that after seeing the data, the rep and the doctor decided the stimulator inside of her should be replaced, it will be replaced probably the first week in january. Patient continued she thinks the remote is causing other problems, she is getting an inconsistent performance.